Event description:
It was reported that pump displayed malfunction alarm. There was no adverse impact to the customer's blood glucose level. Customer reset pump, switched to multiple daily injections for backup insulin delivery, and technical support arranged replacement pump.